Event description:
As reported, (B)(6) 2012, a patient of unknown gender and age presented for an angiographic treatment procedure to remove a filter. While performing the procedure, the treating physician pulled back on the catheter. At that time, the catheter stretched and fractured while the guidewire was still advanced in the catheter. When this was noticed by the treating physician, both the catheter and the guidewire were removed as one unit. No fractured pieces of the catheter were left in the patient. The device was set aside, and the procedure was successfully completed with a new of the same device without any reported complications. It was reported the patient was stable at the completion of the procedure. There was no report of harm or injury to the patient due to this event. The reported device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).